Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 1-no pressure change when expected) during pumping. In addition, humalog insulin was being used in the cartridge for three days. The customer's blood glucose level was 150 mg/dl. Reportedly, a new cartridge was loaded successfully to address the event.